Event description:
It was reported that the patient experienced right cylinder aneurysm with an inflatable penile prosthesis (ipp). The ipp right cylinder was explanted and a new ipp right cylinder was implanted.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 cylinders were visually inspected and functionally tested. One cylinder exhibited bulging when inflated. The other cylinder performed within specifications. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced right cylinder aneurysm with an inflatable penile prosthesis (ipp). The ipp right cylinder was explanted and a new ipp right cylinder was implanted.